Event description:
Provider states goodbye stays on the screen when they shut the joystick off. The dealer states that the quad link is bent, the dealer is unsure as to how it happened he believes wear and tear from the age of the chair. No additional information provided.